Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After impella cp was delivered, high purge pressure was noted. The physician was able to resolve the high purge pressure alarm. Then the cp had suction alarms and was unable to flow greater than 1.5 liters per minute even at a lower p-level. Additionally, there was difficulty positioning the impella. Impella cp pump was replaced with a new cp pump.

Manufacturer narrative:
The impella device has been received, but evaluation has not been completed. Upon completion of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for high purge pressure, low pump flow, and positioning issues has been completed. No physical damage was noted other than a cannula kink on the returned product. The purge gap and impellor was free of biomaterial. The pump was primed without issue and was able to run according to specifications in a bucket of water. Data logs show low pump flow from the start of the case; the pump was not able to exceed approximately 3.0 l/min flow. Additionally, a gradual purge pressure rise was noted after case start but returned to normal limits after 15 minutes of case run. As per the clinical report, the troubleshooting method for resolving the high purge pressure issue was unknown. The doctor reported suction, difficulty in positioning, and low pump flow. The pump was then replaced with a new one. The cause of the high purge pressure issue was most likely biomaterial, based on returned product investigation and data log review. The cause of the low pump flow issue was most likely kinked cannula, based on returned product investigation and data log review. The cause of the product damage (cannula kink) issue was not determined without provided sufficient clinical information. The cause of the positioning issue was not determined without provided sufficient clinical information.